Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit slowed down. The procedure was successfully completed with another motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4) - insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.